Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced fluid overload coincident with peritoneal dialysis therapy. A patient¿s caregiver stated that the patient was hospitalized for two weeks due to retaining fluid. The peritoneal dialysis registered nurse (pdrn) stated that the patient experienced leg cramps, hyponatremia, and confusion due to fluid overload. The pdrn stated that the patient was transferred to hemodialysis to remove the excess fluid. The patient was discharged from the hospital after two weeks and continued hd therapy. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload event. Based on the provided information, there is no documentation that shows a causal relationship between this fluid overload event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated.